Event description:
Info received indicates when the brake is engaged, the foot end casters will not hold.

Manufacturer narrative:
The technician replaced the missing caster set screw to repair the stretcher.